Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endoprosthesis procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide attempted to be placed at the 10 o'clock position. The suture of a new proglide device was attempted to be replaced; however, there was no suture with plunger removal. A large hematoma developed causing swelling. A hemorrhage was controlled with a 9f sheath. The vessel was opened surgically and it was noticed a second hole was made by a broken foot of the second proglide device. The white link and broken foot were found outside the artery. The vessel was repaired and the hematoma was treated with surgery. The procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.e1: facility information.